Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the interconnect cable, reloaded and upgraded the system software and calibrated the camera and collimator. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not fully boot up. No pt injury was reported.